Event description:
The event occurred on an unknown date involving a plum 360 pump where the customer reported air in line without alarm while infusing normal saline (0.9 nacl) at a rate of 999 ml/hr. The pump kept pushing air into the patient¿s line and did not stop. The patient developed chest pain. The patient¿s condition was normal prior to infusion. The patient now is sent for computed tomography (cat) scan to rule out embolism. The customer added that the infusion was set up as a primary line at 500 ml over 30 minutes. A nurse noted the air in line to the cassette and down to the IV line she immediately powered down the device and disconnected the patient. The patient¿s vital signs were monitored and the patient was sent to the emergency department. The customer has no further information regarding the patient¿s status after the event. There was patient involvement and patient harm.

Manufacturer narrative:
The device is available for evaluation, it has not been received.

Manufacturer narrative:
For serial # (B)(6) that was reported in error by customer: this device was not returned to the service hub for analysis and evaluation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the adverse event. The 12-month service history was reviewed, and no similar events were reported in the past. Event logs were not provided. For the correct serial # (B)(6) that was involved in this event: the device was received on 2/23/2023 and evaluated. The customer¿s complaint that the device failed to detect air in the line during infusion on a patient was not confirmed. The device passed self-test with no error alarms. It passed the performance verification testing (pvt). It was noted that the device default settings is set to rate instead of keep vein open (kvo). When a device is set to rate, the device will keep delivering at the rate programmed even when the programmed volume to be infused (vtbi) is reached. Preformed customer protocol of rate 999 ml/hr. Vtbi of 1500 ml. Test is designed to be over programmed to run the saline bag completely empty. Approximate fluid in the saline bag prior to starting test is 1300 ml. The device ran the bag dry and alarmed with proximal air line a, back-prime n232. The device passed customer¿s protocol and alarmed per design. Probable cause as found by r&d for failure to detect air in line is partial droplets forming in the air in line sensors and producing false fluid readings when the clinician significantly (by 50 ml in this instance) overprogrammed the bag volume while running the bag dry at a high infusion rate. The IV fluid infusion was initially run to completion successfully with no observed problems and correctly shifted to kvo mode. The clinical care area (cca) was apparently configured in the drug library so that kvo would continue the last programmed infusion rate. The pump initiated this kvo correctly. The nurse manually paused the kvo after delivery of an additional 3.0 ml but by placing the pump in standby, rather than by stopping. 21 minutes later, the standby was lifted resuming the kvo @ 999 ml/hr. And, this time, it was allowed to run an additional 28 minutes before the pump alarmed for distal air in line. O given the 21-minute interval and direct user action (placing in and resuming from standby) it is possible the nurse also hung a new bag of saline at this time. However, the eal report is not able to report or confirm whether a new bag was hung. Engineering evaluates that, assuming the IV fluid bag had started with exactly 500 ml (the value reported), then the initial infusion plus kvo delivering 502.9 ml would have included delivering 2.9 ml of air past the cassette. In this instance, it appears a contributory factor was the configuration of the cca to maintain the programmed infusion rate when shifting to kvo. While the precise initial bag volume (and, thus, the actual amount of undetected air in line) cannot be determined from the logs, this data is consistent with the customer¿s report of undetected distal air. Based on this, engineering evaluates the customer¿s complaint is confirmed. Prior to receiving this complaint from mankato clinic, ICU medical had received similar complaints (including (B)(4) from saskatchewan and (B)(4) on 09/17/2020 from mercy one waterloo medical center) reporting undetected distal air. In conjunction with these prior complaints, san diego r&d engineering performed extensive testing of over 4500 over-programmed (dry bag) infusion scenarios using multiple devices, fluids, and cassettes at a variety of infusion rates (2999 at high rates of 750 ml/hr. Or above). The reported event was replicated during dry-bag, high-rate infusions of 750 ml/hr. Or above (1.1% of the time) but was never replicated during dry-bag, lower rate infusions (under 750 ml/hr.). Medical has reported that good clinical practice is to program the pump for the known or closely estimated bag volume using the programmed vtbi in conjunction with air in line sensors to manage delivery of medication and prevent air being introduced into the fluid pathway. The probable cause is partial droplets forming in the air in line sensors and producing false fluid readings when the clinician significantly (by 50 ml in this instance) overprogrammed the bag volume while running the bag dry at a high infusion rate. Post market risk assessment was performed to evaluate the product risk profile because of the complaint investigations and concluded that ¿the foreseeable risk to patients and health care providers is minimal and the benefits of the continued use of plum 360 is greater than the risks associated with this issue¿. Also noted that there are two primary mitigations currently in place: 1) the system provides redundant air detection at both proximal and distal lines which helps in case there is a stuck droplet impacting one of the sensors, the other is still available to detect air. 2) the administration set provides the capability to trap air greater than the amount required to trigger an air alarm. Which in case the air detection mechanisms do fail, it would help to remove air that entered the fluid path. San diego (sd) tested and found, as an additional optional mitigation, that ICU medical¿s air elimination filter, when added to the delivery set, successfully prevented air from being delivered to the patient.

Event description:
Update received and the customer stated that the correct serial number of the pump involved in this reported incident is (B)(6). The customer verified this serial number on the pump¿s label and in biomed mode. The serial number reported before was (B)(6) which was reported in error and this pump does not have any issues.